Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that an italian patient developed a red, itchy rash on his shoulders and chest under the lifevest clasps. The patient reportedly was allergic to nickel. The patient's dermatologist is aware of the patient's nickel allergy and prescribed two different lotions. The patient reported that neither lotion seemed to work. The patient occasionally would remove the lifevest for some relief. The patient received an ICD and no longer needs the lifevest. The outcome of the irritation is not known. The patient is in the care of his dermatologist and is no longer wearing the lifevest as the patient received an ICD.